Event description:
Complaint ID#: (B)(4).

Manufacturer narrative:
It was reported that the patient was placed on support on (B)(6) 2024. The customer had initiated dialysis via the hls circuit. The customer was advised by the getinge service and sales unit (ssu) that using a post-membrane port for the draw to the dialysis machine and returning via the pre-membrane port (dialysis circulation system) was off-label use. The de-airing port on the hls circuit had what appeared to be a plasma type liquid draining from it and dripping down the hls set into the drip tray below on the sprinter cart. The customer said the pump was running appropriately with numbers within normal limits and patient was stable and supported. On (B)(6) 2024, it was reported that the circuit continued to be on use. The failure occurred during treatment. No harm to any person has been reported. The affected product was investigated in the getinge laboratory on 2024-12-16 with following conclusion:an exact root cause could not be determined. The leakage on the de-airing membrane could not be replicated. During visual inspection blood residues were found on the de-airing membrane. The most probable root cause is a leakage caused on the de-airing membrane due to the additional used dialysis circulation system. A medical consultation was performed by getinge medical affairs on 2024-07-03 with following conclusion: "the hydrophobic de-airing filter functions as part of the de-airing port process during priming of the hls-set. It can undergo ¿plasma wetting¿ when in contact with blood. The most likely cause is related to bi-polar phospholipids in blood adhering to the surface of the filter. The hydrophobic filter is thus coated with a hydrophilic layer on the filter surface, degrading performance and creating pathways for plasma diffusion and the observed leakage. This change in filter performance has been referred to as a loss of hydrophobicity. Other possible causes can be related to changes in the plasma composition. Isolated case reports found deviations in the composition of the protein components in the blood plasma contributing to ¿the chance of plasma leak in certain patient groups¿. The change in plasma composition finds relevance especially in proximity to a port where the return from the crrt-device enters the blood flow running through the oxygenator. The IFU of the hls-set states that the de-airing membrane must be open throughout priming to ensure safe de-airing of the oxygenator and to ensure that the de-airing membrane of the oxygenator is closed with the yellow protective cap during operation. Compliance in this point may attenuate the rate of plasma loss, as the de-airing port gets obstructed. Neither of the possible root causes has a known technical association with materials currently used in intensive care based extracorporeal circulation and are likely correlated to individual patient pathologies or side effects of therapies or medications combined to result in these unique cases. As the leakage was observed on day 3 or 4 of support it can be deemed unlikely that the observed leak was present at the start of support. As the port is supposed to be closed after de-airing of the oxygenator but was left open, it can be surmised that the customer¿s observation was likely due to a deairing port that remained open over an extended period of time." In the instructions for use of the hls set - in chapter ¿starting perfusion, it is said to ¿ensure that all connections and luer lock openings are secured or closed before you start extracorporeal circulation. Ensure that the components used and the corresponding system are functioning correctly before you start extracorporeal circulation¿. Further it is stated to not modify the device or to use for other indications than mentioned in the IFU. The production records of the affected product were reviewed on 2024-12-16. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. The review of scrap, rework, enhancements and design changes were reviewed an no abnormalities in regards to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported failure. Based on the results the reported failure "leakage on the de-airing port" could be confirmed, but was not related to a device malfunction. The failure was most probable caused due to off label use. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the patient was placed on support on (B)(6) 2024. The customer had initiated dialysis via the hls circuit (it was advised to the customer that this was off-label use). The de-airing port on the hls circuit had what appeared to be a plasma type liquid draining from it and dripping down the hls set into the drip tray below on the sprinter cart. The customer said the pump was running appropriately with numbers within normal limits and patient was stable and supported. On (B)(6) 2024, it was reported that the circuit continued to be in use . The customer has been using a post-membrane port for the draw to the dialysis machine and returning via the pre-membrane port. The failure occurred during treatment. No harm to any person has been reported. There was a plasma leakage from the de-airing membrane during treatment. Therefore, a report is needed. Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that the patient was placed on support on (B)(6) 2024. The customer had initiated dialysis via the hls circuit (it was advised to the customer that this was off-label use). The de-airing port on the hls circuit had what appeared to be a plasma type liquid draining from it and dripping down the hls set into the drip tray below on the sprinter cart. The customer said the pump was running appropriately with numbers within normal limits and patient was stable and supported. On (B)(6) 2024, it was reported that the circuit continued to be in use . The customer has been using a post-membrane port for the draw to the dialysis machine and returning via the pre-membrane port. The failure occurred during treatment. No harm to any person has been reported. A medical consultation was performed by getinge medical affairs on 2024-07-03 with following conclusion: the hydrophobic de-airing filter functions as part of the de-airing port process during priming of the hls-set. It can undergo ¿plasma wetting¿ when in contact with blood. The most likely cause is related to bi-polar phospholipids in blood adhering to the surface of the filter. The hydrophobic filter is thus coated with a hydrophilic layer on the filter surface, degrading performance and creating pathways for plasma diffusion and the observed leakage. This change in filter performance has been referred to as a loss of hydrophobicity. Other possible causes can be related to changes in the plasma composition. Isolated case reports found deviations in the composition of the protein components in the blood plasma contributing to ¿the chance of plasma leak in certain patient groups¿. The change in plasma composition finds relevance especially in proximity to a port where the return from the crrt-device enters the blood flow running through the oxygenator. The IFU of the hls-set states that the de-airing membrane must be open throughout priming to ensure safe de-airing of the oxygenator and to ensure that the de-airing membrane of the oxygenator is closed with the yellow protective cap during operation. Compliance in this point may attenuate the rate of plasma loss, as the de-airing port gets obstructed. Neither of the possible root causes has a known technical association with materials currently used in intensive care based extracorporeal circulation and are likely correlated to individual patient pathologies or side effects of therapies or medications combined to result in these unique cases. As the leakage was observed on day 3 or 4 of support it can be deemed unlikely that the observed leak was present at the start of support. As the port is supposed to be closed after de-airing of the oxygenator but was left open, it can be surmised that the customer¿s observation was likely due to a deairing port that remained open over an extended period of time. There was a plasma leakage from the de-airing membrane during treatment. Therefore, a report is needed. A follow-up medwatch will be submitted when additional information becomes available.